Manufacturer narrative:
The actual sample was not available for evaluation.

Event description:
A patient contacted facility, regarding assistance with a system error 2240 (air in line alarm) that appeared while using the homechoice (hc) unit during drain 2 of 4. The patient had disconnected prior to the alarm and was reconnected at the time of the alarm. The patient and bags were connected and facility, explained the system error. Facility, had the patient close the clamps and cycle the hc's power to clear both system error 2240 and system error 2367. Facility, advised the patient to discard the supplies and start over with new supplies or finish with manuals. Product surveillance contacted the patient's peritoneal dialysis nurse in 2009. The nurse stated the patient did not mention the system error 2240. However, the nurse did indicate that the patient was admitted to the hospital one month prior, for peritonitis. Additional information obtained by pharmacovigilance indicates the patient experienced abdominal pain with cloudy effluent. A sample of the patient's peritoneal dialysis (pd) effluent was taken on the same day; however, the cell counts were not made available. A gram stain found no organisms and a culture also performed found no growth. On an unspecified day, the patient was treated with antibiotics but the details (i.e. Name, dosage, route, frequency) were not provided. The nurse stated that the patient has since recovered and was discharged five days later. No further information was provided.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The initial result of 3.68 mg/dl was reported out of the lab and questioned by the physician. The original specimen was re-tested and creatinine result was amended to 0.9 mg/dl. A fresh sample collected from this patient also gave a result of 0.9 mg/dl. Treatment was not initiated or withheld in connection with this event.